Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released at a depth of 3mm. A post balloon aortic valvuloplasty (bav) was performed and the valve subsequently migrated upward above the sinotubular junction. A second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding patient gender. The gender has been changed to male. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. It was reported that the valve dislodged as a result of the balloon catheter getting caught on the outflow crown of the valve and pulled up. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction or device misuse. Patient identifier and gender have been added to this report. If information is provided in the future, a supplemental report will be issued.